Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected: b3. Updated: b5, d8, d9, d10, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: - 1st sampling date: (B)(6) 2025 sampling from: all channels cfu: 2cfu bacterial identification: bacillaceae sampling from: distal end cfu: 2cfu bacterial identification: pseudomonadaceae. - 2nd sampling date: (B)(6) 2025 sampling from: operator channel cfu: 3cfu bacterial identification: micrococcaceae sampling from: air/water channel cfu: 3cfu bacterial identification: micrococcaceae sampling from: aspiration channel and distal end cfu: <1cfu bacterial identification: none detected. - 3rd sampling date: (B)(6) 2025 - after repair sampling from: operator channel cfu: 1cfu bacterial identification: micrococcaceae sampling from: aspiration channel cfu: 1cfu bacterial identification: bacillaceae sampling from: air/water channel cfu: 1cfu bacterial identification: bacillaceae sampling from: elevator channel cfu: 1cfu bacterial identification: micrococcaceae. The device was evaluated and there could potentially be a correlation between the actual product/ device status and cause of contamination, as the evaluation identified device leaks, scratches and material degradation, which potentially could be a source of microorganisms, particularly when combined with poor reprocessing. Without the cds information from the customer, it was not possible to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after device repair and reprocessing in accordance with the IFU, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the user facility provided the following results of culture testing, performed at the third-party labs: on 03/28/2025, the scope tested positive for a total of >100 colony forming units (cfu's) of pseudomonas aeruginosa, raoultella ornithinolytica and citrobacter koseri. On 04/02/2025, the scope was again tested and 1cfu of pseudomonas aeruginosa was detected in the device operating channel.